Manufacturer narrative:
An instrument sheath was returned for failure analysis evaluation and investigation has been completed. There was no reported issue with the sheath itself. It was returned installed on an instrument. Visual inspection was performed, and no damage was observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the plastic holding jaws of fenestrated bipolar forceps came apart while in use. Fragments fell inside the patient and all pieces were retrieved during same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were all inspected as the sheath was put on. It was unknown how long was the instrument / accessory was in use prior to the issue, but it was not immediate after insertion. The instrument was not removed during the procedure. All the fragments were retrieved using a grasper. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The case was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but the investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.